Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that device was confirmed. The assignable root cause was determined to be due to normal strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device motor seized and was rough running. It was further noted that the motor was drawing above 2 amperes and the control unit surface was worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.